Manufacturer narrative:
(B)(4). Covidien determined that the speaker wire was damaged, and the speaker was replaced.

Event description:
Covidien received a report of no alarm for a n550. There was no patient involvement reported.